Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that there were "issues" with the implantable pulse generator (ipg) which necessitated a device check, but no reprogramming. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later clarified by the physician's office that the patient was seen for a device check per protocol and no abnormalities were noted with the ipg. The patient is not pacing-dependent and no actions were necessary.